Event description:
The balloon was inserted in the operating room without fluoroscopy. A large helium loss was immediately noted, and blood was noted in the extracorporal tubing. The balloon was immediately discontinued, and another was reinserted.